Event description:
Customer reported suspect device = "hhi" versus lab = 360 mg/dl performed within 30 minutes of eath other. Both levels of glucose controls passed. No treatment was administered. A request was made for the return of the suspect device and replacement product was sent.